Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2024 the recipient's device was repositioned. The recipient has reportedly healed and successfully activated. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is requesting revision surgery due to device placement. Revision surgery is scheduled.